Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the right ventricular lead exhibited unacceptable sensing values. The lead was not used and was replaced successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 4/11/2019 indicating that the lead was not implanted due to patient anatomy.